Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Event description:
Total right knee replacement. Insert trial size 4, 9m and 11mm cracked. No adverse consequence to the patient.

Manufacturer narrative:
An event regarding crack/fracture involving a cr tibial insert trial #4-9mm was reported. The event was confirmed. Method and results: device evaluation and results: there is a large crack on the top of the device that runs to the back edge and to the underside of the device. Medical records received and evaluation: not performed because the event is not related to patient factors. Device history review: review of the device history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there has been (B)(4) other event for this lot. Conclusions: the investigation concluded the reported event is the result of a design issue. To address this issue, a design change occurred in 2010 to obsolete this product and create a new replacement product. . As part of a corrective action, the product design was modified to a hollow tibial trial (cat#: 5530-t-xxxa and cat#: 5532-t-xxxa). The old designs, cat#: 5530-t-xxx and 5532-t-xxx, are now obsolete.

Event description:
Total right knee replacement. Insert trial size 4, 9m and 11mm cracked. No adverse consequence to the patient.